Event description:
The pt was using the oxygen concentrator with a 50 foot cannula, which was in another room. The room filled with smoke from the concentrator. The unit was unplugged and placed outside, where it stopped smoking.